Event description:
Note: event date is unk. It was reported to boston scientific corp that a wallflex duodenal stent was used during a stenting procedure to treat a malignant gastric outlet obstruction. According to the complainant, the wallflex stent was deployed in perfect position, but had a very tight waist. The radial force of the wallflex stent was not strong enough to open the stricture. The pt was discharged. Several days later, the pt was readmitted with recurrent symptoms. Upon examination, the stent was found to have never fully expanded. A second procedure was then performed in which a wallstent was placed through the partially expanded wallflex and balloon dilated with good results. Attempts to obtain additional info regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Failure, expansion. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.